Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. A 42 e mdm liner and 42e x3 insert were implanted.